Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient bumped his head in (B)(6) 2017. It was reported that only recently hearing performance with the device was affected.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient bumped his head in (B)(6) 2017. It was reported that the patient's hearing performance with the device was affected, though this was sometime after the accident and not immediately. Patient had recently visited ent and no problems with the implant site were noted. The patient was re-implanted.